Event description:
It was reported "the patient experienced an allergic reaction." In direct conversation with the infectious disease specialist it was reported that the patient sustained full thickness burns to 50% of his body on (B)(6) 2013 which included his legs, chest and abdomen. He underwent 18 surgical procedures which included a right below the knee amputation. On (B)(6) 2013 the patient experienced a diffuse itchy rash to his upper extremities, back abdomen, chest and legs. His eosinophil count was elevated. Add'l info was provided by the plastic surgeon who reported integra skin product was implanted by him on (B)(6) 2013 to the patient's right leg and on (B)(6) 2013 to the patient's left leg. Some, but not all, of the integra remained in the patient. The patient's leg was amputated. The plastic surgeon stated that the amputation was not related to use of the integra skin product it was due to dead tissue because of the severe burns to the patient's bone. He said he did not feel the patient's current condition was caused by or related to the integra skin product. The patient was treated with prednisone and benadryl. His rash has improved but the eosinophil count remained elevated.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.